Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l51341, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and complex regional pain syndrome type 1. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient would be having a catheter revision on (B)(6) 2017. The representative was going to go to the case with the appropriate revision kits. No patient symptoms were reported. The representative stated he was looking at the schedule and that was where he was notified of the revision. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp and consumer via the representative reported the patient did not have a catheter revision. The physician and patient reported the pump was flipping in the pocket, so a pocket revision was completed. The physician elected not to disconnect or aspirate the catheter. The catheter was twisted multiple times. The surgeon unraveled the catheter and placed the pump in the revised pocket.